Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was treated with an insulin drip and the device. The customer experienced ketones, vomit, and abdominal pain. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula, and it was bent and occluded. The father stated that his sites are sore, red, and sometimes irritated. The customer has been inserting into the abdomen and various other areas of his body for four years between the insulin pump therapy, manual injections, and insulin pen. Suggested to change the entire infusion set and reservoir. The father stated that the customer uses cold insulin. Instructed to wait for thirty to forty five minutes before using the insulin to prevent clogging. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.